Manufacturer narrative:
Calibration and controls were within specifications. A reagent or analyzer issue can be ruled out. A review of the reaction data showed an oxygen depletion during the assay reaction, leading to falsely low results. A visual inspection of the sample showed high lipemia. The investigation did not identify a product issue. The issue is consistent with lipemia in the sample interfering with the assay reaction.

Event description:
The initial reporter stated they received discrepant triglycerides results for one patient sample tested on two cobas c 503 analytical unit analyzers. The sample initially resulted in a triglycerides value of 871 mg/dl when tested on the first c 503 analyzer. The sample was diluted 1:10 and repeated on the first c 503 analyzer, resulting in a value of 2593 mg/dl. The sample was repeated on the second c 503 analyzer, resulting in a triglycerides value of 845 mg/dl. The sample was diluted 1:10 and repeated on the second c 503 analyzer, resulting in a value of 2595 mg/dl.

Manufacturer narrative:
The serial number of the first c503 system is (B)(6) and the serial number of the second c503 system is (B)(6). The investigation is ongoing.